Event description:
Pt reported obtaining back-to-back blood glucose results of 134 mg/dl and 72 mg/dl, while using the suspect device. Ten days later, pt reportedly performed additional back-to-back to tests with results of 311 mg/dl, 150 mg/dl, and 143 mg/dl. Pt did not modify therapy based on these values. No pt injury was reported and no treatment was received. Valid quality control testing had not been performed on the suspect device (pt's control solutions had expired). Technical support requested the return of the suspect product and replacement product was shipped.